Manufacturer narrative:
The system will continue to be monitored via remote monitoring and routine follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. The increase in measurements had been gradual and all other measurements were acceptable. No adverse patient effects were reported.